Event description:
Report rec'd from abbott international affiliate (abbott UK) that states "fatal overdelivery." The pump had been set to infuse "fentanyl 4mcg/ml with bupivicaine hc1 0.125% w/v" in 0.9% normal saline via epidural route. The report indicates settings of "0.1mg/cc, 8mg/hr, 240mg base and reserve" volumes. The report states "both hospital and abbott [international] concur incorrect programming--should have been zero concentration when epidural admin., to allow programming in volumetric mode, as stressed in training aids." The ordered settings were for ml/h, not mg/h. The date the infusion started was reportedly "unknown", the date the infusion was stopped was the same as the reported date of death (6/25/98). No additional information was availablle.